Event description:
It was reported by service report that the fowler was stuck and would not lower or raise. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: outer housing assembly.